Event description:
On (B)(6) 2012, the patient claimed he was hospitalized for a blood glucose reading of 526 mg/dl and required hcp medical intervention with insulin via syringe. She reportedly was sent home after her blood glucose decreased to 300 mg/dl. Later that night, her blood glucose was elevated once again to the 500 mg/dl range. Subsequently, the patient went on the backup plan and discontinued her insulin pump therapy until she is able to consult with her hcp. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The basal segments are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The pump history showed the animas pump was only suspended during her hospital stay. This complaint is being reported because the patient required medical intervention for elevated blood glucose above 500 mg/dl while on insulin pump therapy. It is not clear if diabetes management, use error, or intentional misuse was involved with the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.